Manufacturer narrative:
The customer¿s report of no alarm when ¿infusion complete¿ displayed was confirmed. The pcu event log shows that the pump module was programmed to infuse heparin weight based 25000 unit in 250ml at a rate of 27.8ml/hr with a vtbi of 250ml at 7:59 pm on (B)(6) 2018. During the infusion, the delay options feature was used to program a delay for 20 minutes with the callback set to none. A delayed start infusion assumes that there are other infusions running to keep the vein open and therefore kvo is not needed. By design, when no callback after is programmed, the device displays infusion complete at the end of the infusion and does not alarm or go into kvo. Functional testing was performed and the pump module was delivering fluid within specification. The root cause of the device not alarming when ¿infusion complete¿ displayed was user programming with the callback set to none.

Event description:
Received a copy of the customer's medwatch which states, "a heparin drip was infusing on an alaris pump when it was found to be reading as "infusion complete". The pump never provided an audible alarm to alert staff that the heparin was no longer infusing. Event included: pcu (B)(4), lvp (B)(4) and lvp (B)(4)". The customer reported that the heparin was found not to be infusing at 0553. The pump displayed "infusion complete;" however there was no audible alarm. Per a chart review by the clinician the infusion stopped at 0520. The facility's biomed department performed pm testing on pump module sn (B)(4) on (B)(6) 2018 and the unit slightly over-infused at 12.43ml and no adjustments were made. The unit also required a replacement display board as the numbers were fading and no adjustments were made to the display board. The facility's biomed department performed pm testing on pump module sn (B)(4) on (B)(6) 2018 and the unit failed the downstream occlusion test. The unit occluded at 6.68psi. No adjustments were made to correct the issue. The unit also under-infused on the flow rate test, measuring 11.51ml. No adjustments were made to the flow rate. The facility's biomed department performed pm testing on pcu sn (B)(4) on (B)(6) 2018 and it passed all tests. The patient was without a heparin infusion for a period of time which required additional labs to be drawn for the heparin to be therapeutic in antixa. There was no lasting harm.